Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that transducer fault alarm occurred on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Findings/root-cause: the reported complaint was unable to be duplicated. Events log confirms faults occurred however was unable to be reproduced during evaluation of pcb. Transducers were successfully calibrated according to service manual procedures and exhalation valve calibration was also completed successfully. Pcb found to be functioning as intended. Additionally, some physical damage was found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.